Manufacturer narrative:
The reported event of connection problem and failure to advance were not confirmed. The reported event of stretched was confirmed. Visual inspection showed that the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Electrical features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted the lp became stuck in the introducer and the helix stretched. It was suspected the lp was not properly docked on the catheter prior to attempting implant. The lp was removed and replaced. There were no patient consequences.